Event description:
Renasys was used the patient who underwent amputation at the thigh due to pad without any revascularization. Doctor didn't suture the amputation stump and the symptom of infection(reddening, heat sensation and swollen) was observed. Even if the doctor conducted débridement, necrosis area got worse and doctor didn't conduct débridement after all. Patient general condition was serious that it would be impossible to live by september. Doctor wanted to use renasys to this patient for the exudate management, though doctor understand this patient condition was eligible to use renasys. During therapy this patient passed away. As doctor's remarks, doctor believe the cause of patient death was not due to renasys at all. It is for her general condition and the device was no problem.

Event description:
Renasys was used the patient who underwent amputation at the thigh due to pad without any revascularization. Doctor didn't suture the amputation stump and the symptom of infection (reddening, heat sensation and swollen) was observed. Even if the doctor conducted debridement, necrosis area got worse and doctor didn't conduct debridement after all. Patient general condition was serious that it would be impossible to live by september. Doctor wanted to use renasys to this patient for the exudate management, though doctor understand this patient condition was eligible to use renasys. During therapy this patient passed away. As doctor's remarks, doctor believe the cause of patient death was not due to renasys at all. It is for her general condition and the device was no problem.

Manufacturer narrative:
Investigation in process; results of the investigation will be submitted in a supplement report. The cause of the patient death was not due to a renasys at all. The reason for the death was due to the general condition of the patient.